Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5942407.

Event description:
It was reported that during a surgical intervention on (B)(6) 2024, the physician severed one of the patient's leads and was unable to retrieve the fragment of the lead. As such, the fragment of the lead remains implanted. Investigation was unable to determine which of the leads attributed to this issue.